Event description:
Bowel preforation with pelvic abcess a female pt admitted on 2/5/1999 for ileorectal resection was believed to be experiencing small bowel obstruction on 2/8/1999. On 2/11/1999 the pt experienced abdominal pain, an x-ray was taken and small bowel obstruction was believed to be the cause. The pt was said to be slowly improving. Additional detailed info is expected. Additional info received on 2/22/1998 from the study coordinator stated that the pt experienced free fluid and free air. The pt will require reoperation. Post-op diagnosis - bowel perforation with pelvic abscess. Additional info received 3/5/1999: 35-year-old female pt with history of crohns disease and hypothyroidism recieved 2 sheets of seprafilm during ileorectal resection on 2/5/1999. Seprafilm was placed at pelvic floor (distal ileum next to anastomosis), bowel anastomosis suture line and under abdominal wall incision. On 2/7/1999 pt experienced post-op ileus. Nasogastric tube inserted and pain medication given. On 2/8/1999 10mg intravenous started to increase motility. 2/10/1999 pt experienced prolonged ileus, rectal tube placed, nasogastric restarted. Limited gastrografin enema indicated no obstruction or leaks, and picture consistent with ileus. Reglan discontinued on 2/10/1999. On 2/11/1999 pt experienced increased abdominal distention and pain. With white blood cells of 2. Computed tomography scan of abdomen showed bilateral pleural effusions- right greater than left, right pneumothorax, ascites, pockets of free air, catheter was placed left lower quadrant to drain fluid collection. On 2/15/1999 pt experienced bilateral calf tenderness. Bilateral venous doppler ultrasound indicated no evidence of deep vein thrombosis in right or left calves. On 2/19/1999 pt was reported to be improving. Continued with nothing by mouth, nasogastric tube, intravenous fluid and intravenous antibiotics with clear liquids given on 2/20/1999. On 2/22/1999 pt complained of increased abdominal discomfort, t drain output indicated positive green purulent discharge, with white blood cells of 31.3. Another computed tomography scan was performed indicating an increase in fluid in the wall thickening. Exploratory laparotomy and sigmoidoscopy was performed with closure of perforation, drainage of pelvic abscess and diverting ileostomy. Post surgery the pt was reported as comforatable, ambulating, ostomy functioning, abdomen soft and non-distended, antibiotics were continued. Pt was discharged home on 3/2/1999 on levofloxacin, flagyl and cycled total parenteral nutrition at night. Reporting physician stated that event was possibly related to use of seprafilm. Info received 3/9/1999 stated that pt had been re-admitted to hosp on 3/4/1999 and discharged on 3/7/1998. Computed tomography scan of abdominal pelvic identified fluid which was drained from 2 areas (2cc each). Fluid samples were clear and tested negative for micro organisms. Although literature indicates association of this event ot crohns disease, genzyme cannot rule out possibility of relationship to seprafilm. Therefore, this event is being submitted as MDR.